Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.

Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.